Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On approximately around (B)(6) 2025, the patient reported that her cgm device was displaying consistently high readings, although no specific values were provided. She attempted to self-manage the elevated glucose levels, but they remained persistently high. At some point, she tested her blood glucose using a meter and noticed a discrepancy between the meter and cgm readings; however, no further details were given. The patient discontinued use of the cgm device, citing illness. She described feeling weak, experiencing back pain, and having difficulty walking. Her grandson measured her blood pressure, which was reportedly low, and advised her to seek emergency care. The patient activated her life alert device, prompting emergency medical services (ems) to respond. At the time ems arrived, the patient was still wearing her cgm device but stated she was not actively monitoring it. Ems administered unspecified medication and transported her to the emergency room (ER). The patient described herself as feeling ¿woozy and out of it¿ and was unable to recall many details of the incident. While in the ER, she underwent an electrocardiogram (EKG) and other unspecified tests. She also reported being in stage 4 kidney failure, which later improved to stage 3. The patient could not recall the duration of her hospital stay but stated she was ¿fine¿ at the time of reporting. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.